Event description:
Pt claims that during a tuvp, they sustained severe injuries, including but not limited to significant burns to his bladder, prostate and urethra. Following the surgery, the pt suffered ongoing problems including urinary incontinence.